Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg 287 mg/dl) and insulin injections were administered to address bg. Customer alleged pump was not delivering insulin. Pump system check was performed with tandem technical support and pump was found to be functioning properly. However, customer maintained there was an issue with the pump. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.